Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced low blood glucose of 39-46 mg/dl. The customer went to the emergency room (ER) and was treated with d-50 and injections. The customer was released from the ER less than 24 hours later in stable condition. Cause for low blood glucose was unknown. Multiple attempts were made by tandem technical support to follow up with the customer however, all were unsuccessful.